Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that the patient's stimulation was "changing." The stimulation would "suddenly jolt" the patient. The patient did not know what was causing this. It was also reported that the patient had developed "excruciating" pain in his hips for the last "2-3 months." No further information about this event was reported. Further information had been requested and if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).